Event description:
An (B)(6) female pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form not suitable for the procedure since access vessel was calcified severely and stenosed. Right internal iliac artery was coil embolized and the main body was attempted to be inserted. However, the delivery system was not advanced. Access vessel was dilated with a 16fr sheath. After the main body was inserted, the converter and the iliac leg were placed. During final angiography, it revealed flow was delayed and it was noted external iliac artery was dissected. Another manufacturer's stent was placed at the dissected part and ballooning with another manufacturer's balloon was performed. It was confirmed blood flowed adequately. Femoral-to-femoral bypass was performed as planned. No notable problem such as endoleak was observed. The pt was fine after the procedure.

Manufacturer narrative:
(B)(4) - additional surgical procedure is not listed in the instructions for use. (B)(4) - dissection is listed in the instructions for use. Event is still under investigation.